Event description:
The peritoneal dialysis (pd) pt called tech support regarding a "patient line blocked" alarm and was requesting a replacement cycler. During the review of the treatment data, it was determined that a large drain 1 occurred, 5120ml. Treatment data provided below. Additionally, during the tech support call, the patient stated she was in the hospital for 4 days due to fluid around her lungs which could be related to the use of the cycler. The patient's secondary pd rn stated that she continues with the ccpd program in stable condition. She could not confirm the patient's hospitalization or diagnosis. A request for add'l info has been made. This MDR includes all info provided to date. The reported large drain 1 volume exceeds the 180% drain criteria (drain volume/prescribed fill volume > 180%-5120ml/2500ml=205%) for reportable device malfunction.

Manufacturer narrative:
A review was performed by the post market clinical department of the treatment data provided. A large intra-peritoneal volume drain occurred in drain 1 following the prescribed fill 1 with an undetermined cause. The peritoneal cycler (plant investigation) is anticipated and a supplemental report will be submitted upon completion.